Manufacturer narrative:
H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00412. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that error code machine pressure sensor autozero failed displayed on the system. Reported the issue occurred during preventative maintenance servicing. There was no patient involvement. A philips authorized service provider (asp) evaluated the device and reported the issue occurred during preventative maintenance servicing. During service it was observed that pressure accuracy test (4) fails at 0 cmh2o and error code machine pressure sensor autozero failed displayed on the system. Asp identified that issue was caused due to faulty auto-zero solenoid (sol 2 and sol 4) and or the data acquisition (da) printed circuit board assembly (pcba) needed to correct the error code as per service guide instructions. To resolve the issue asp ordered and replaced solenoid valves and da pcba. All tests results passed. System works as specified post this action. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned to the philips investigation lab (pil) for failure investigation. The suspect da pcba was installed on a standard test bed (stb) and it operated without any issues. Functional analysis was performed, and the device failed pressure accuracy testing. The technician duplicated the machine pressure failure from the service. The reason for the pressure accuracy failure was due to a faulty u7/ machine pressure sensor. The u7/ machine pressure sensor on the da pcba was faulty, out of specification, and at zero pressure.